Manufacturer narrative:
(B)(4). The customer returned one spring wire guide (swg), swg advancer, and catheter in the original packaging. Visual examination revealed that there is a kink in the swg tubing. Upon removing the swg from the tubing, there is a slight bend in the wire at the corresponding location. Microscopic examination of the wire was performed and the coils appeared slightly closer; however, they were not offset or unraveled. The distal and proximal welds were present and appeared to be full and spherical. The returned guide wire was bent 159mm from the distal end. The total length and diameter of the guide wire were measured and found to be within specification. A manual tug test confirmed that the distal and proximal welds are still intact. A device history record (DHR) review was performed with no relevant findings to suggest a manufacturing issue. Other remarks: the report that the guide wire kinked was confirmed by examination of the returned sample. The guide wire contained one bend at the same location of kink in the guide wire advancer tubing indicating that the assembly was likely damaged at the same time. The returned wire met all relevant dimensional requirements. A DHR review was performed and did not identify any manufacturing related issues. However, based on the condition of the returned guide wire and advancer tubing, it was determined that manufacturing assembly caused or contributed to this event. A nonconformance request has been initiated to further investigate this complaint.

Event description:
Customer complaint alleges "after opening the sterile packaging of the set it was noted that the swg (spring wire guide) has kink. This set was not used on a patient. As a result a new set was used successfully." There was no report of patient harm or delay in treatment.

Manufacturer narrative:
(B)(4). Device not sold in the us. Similar device sold in the us.

Event description:
Customer complaint alleges "after opening the sterile packaging of the set it was noted that the swg (spring wire guide) has kink. This set was not used on a patient. As a result a new set was used successfully." There was no report of patient harm or delay in treatment.